Event description:
Additional information was received. The physician assessed the type iii endoleak event as not procedure but device related.

Event description:
Additional information was received for this case. The investigator has updated the crf with additional information. The patient was treated with implantation of a 24x24x80 iliac limb through the right femoral artery and the type iii endoleak was resolved. There was also a report of stent graft kinking between the two sections of the right stent graft limb and this was resolved at the time that the type iii endoleak was resolved.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 67mm diameter x 155mm length abdominal aortic aneurysm approximately 38 months ago. The aortic neck was 29mm in diameter and 20mm in length with an angulation of 45 degrees. The right iliac artery diameter was 19mm and the left was 25mm. The length of the right iliac artery aneurysm was 40mm and left iliac artery aneurysm was 45mm. The right iliac artery had mild tortuosity. There was 40% stenosis in the iliac arteries bilaterally. There was 10% circumferential aortic mural thrombus/calcification at proximal neck. It was reported that there was positioning difficulties due to a calcified and tortuous iliac artery; however, it was not specified which iliac artery. It was reported that there was aneurysm size fluctuation from 72mm approximately one week post implant to 69mm at one year post implant to 47mm at the 2 year follow-up to finally 78mm approximately three weeks ago, where there was a report of junctional type iii endoleak leak/disconnect reported. There was no report on which stent grafts separated and no intervention has been performed. The patient is being monitored.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (calcified, mildly tortuous and aneurysmal iliac arteries). Conclusion: device failure/lack of effectiveness related to patient condition (calcified, mildly tortuous and aneurysmal iliac arteries).